Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise. Additionally, low amplitude signals were also observed. The noise was determined to be related to a ventricular assist device the patient recently had implanted. The primary sensing vector was reprogrammed for optimization. This device remains implanted and in service. No adverse patient effects were reported.